Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the pump was completely unresponsive when it was powered on. Investigation found a defective single component failure capacitor c32 resulting in a power failure .